Manufacturer narrative:
Section d10: concomitant products: - equinoxe reverse tray adapter plate tray +5, (cat# 320-10-05 / serial# (B)(6)); - eq reverse torque defining screw kit, (cat# 320-20-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven days post initial left side tsa, the 64 y/o female patient was found dislocated due to poor tension and has been revised to a bigger humeral tray and constrained liner. The tray and poly were replaced to increase tension on the shoulder joint. The surgeon removed the loose stem and cemented a size 9. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event sales rep was unable to obtain images or x-rays. The devices are not available for evaluation as they were disposed by the hospital.

Manufacturer narrative:
Section h10: (h3) upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result scapular notching and dislocation. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.